Manufacturer narrative:
This ipg serial number was included in field advisories. Correction numbers: 1627487-07262012-002-r, 1627487-05242011-002-r. UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to establish communication between his ipg and external devices. In addition, the patient's programmer reflects a communication error. It was also reported the patient attempted to charge the ipg, but was unsuccessful. Follow-up information revealed the sjm representative met with the patent and confirmed the issue. The patient met with the physician for consultation and the patient is considering his options. However, no interventions have been planned at this time.

Event description:
Follow-up information revealed the patient will undergo injections as the next course of action and surgical intervention may be pending.